Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, priming of the catheter access port, programming of a demand bolus, and relevant flow rate tests. The evaluation determined that the issue was caused by a partial obstruction of the inlet and outlet valve flow path. The obstruction was composed of drug precipitants of bupivacaine and duranest. Based on the results of the investigation, the reported issue was confirmed. Updated with additional information. Internal complaint number: (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate on two additional occasions.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A health care professional reported that volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate two separate times. It was reported that the patient experienced increased pain. The explanted pump was returned for investigation.